Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, while the device was being applied to the stomach, the load locked. Another device was used to complete the case. There was no patient injury.